Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 470 mg/dl. The customer stated that no damage to the device was observed, and she noted that she sometimes wore the insulin pump in her bra. She was advised that a replacement battery cap would be sent. She explained that her blood glucose reading was high because the insulin pump had no battery power, so she was not getting insulin. She did not have a new battery to test with the device. The customer called again later, after having changed the battery in the insulin pump. The blood glucose reading was 487 mg/dl. She stated that the device was working now, but she could not see the bolus or any other settings. She added that the battery was out all night. She was walked through the time and date setup procedure. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.